Manufacturer narrative:
A follow up report will be submitted once the investigation is completed.

Event description:
The customer reported the system restarted. The customer reported there was no patient involvement.